Event description:
It was reported that a patient experienced a loss of therapeutic effect. It was stated that the patient had an increase in baseline pain. It was noted that there was no known accident or incident related to this complaint. The area of the patient's symptoms was the patient's low back. It was reported that the patient wanted to have their device removed because "it was not doing anything and the patient was in terrible pain". It was stated that "the thing was not working". It was reported that the patient was in an accident two years ago and the patient was hit. It was stated that "where the pain was , this thing worked for that". It was reported that "what the patient has now is in their lower spine for years". It was not clear what that exactly meant. It was noted that the device was "not working on that". It was confirmed that the implantable neurostimulator (ins) worked for the pain caused by the accident "but that pain was gone now". It was noted that the patient had not seen their doctor since implant. It was noted that the patient wanted to have an MRI for their low back pain, it was noted that the patient has had this low back pain "for years". It was reported that when the patient sits, the ins presses against the back if the chair and "it hurts".

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).